Manufacturer narrative:
Additional information: the device was received for evaluation. During leak testing, a visual inspection with naked eye noted a hole in the patient line tubing approximately sixteen (16) inches from the cassette. Clear passage testing and clamp function testing was performed with no issue noted. The reported issue was verified. The direct cause of the hole was determined to be manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a "pinhole size leak" from the patient line of the homechoice cassette. Renal therapy services (rts) assisted the patient in removing the cassette and advised to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.